Manufacturer narrative:
The device was returned to olympus for evaluation, upon return of the device, the reported event was confirmed for no image was displayed due to faulty cable unit. Additionally, the rear cover label was fading and the cover glass on the video connector was cracked. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the 4k autoclavable camera head was unable to display an image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed because the cable unit became defective. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.